Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms along with high pacing thresholds measuring 7.5 volts. The patient was dependent on pacing therefore the patient was admitted into the hospital and a revision procedure was to be performed in the near future. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Subsequently, this patient underwent a revision procedure. The patient generator was explanted and replaced. The patient did not have veins passable for a new lead to be implanted. Therefore, this product remains implanted with high out of range pace impedance measurements. It was reported that the patient's has left ventricular (lv) stimulation. No further complications were reported. This product remains in-service.